Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed by the field representative and it was discovered that the reported event was caused by an electrical failure in the system control board. Replacement of the board resolved the issue. No further issues were reported. Replaced board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's control board was turning on when no power was applied to the system. There was no patient present when this issue was identified.